Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station required maintenance message and recovery icon was on the screen. The customer reported that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the pyxis medication requires maintenance cannot pull medication. A field service engineer (fse) found that drawer 6 control board was not lit up. Fse replaced the board and inspected all connections and the retractor band. Fse put the drawer back in place and turned on pyxis. Fse logged into the hardware test application (hta) and opened drawer 6.fse then ran a full drawer test and saved the passing results on the d-drive. Fse rebooted pyxis and logged back into the application. User logged in and inventoried medication in the auxiliary drawer 6. The system functioned as intended after the field service engineer repaired the device.